Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results no defect was found.: no delivery interruptions were observed in the black box download. The alarm history contains only typical usage alarms; there are no alarms related to the alleged issue. The total daily insulin totals were found to correctly reflect the user programmed basal rates.. A rewind, load and prime sequence were performed with no errors. Pump was exercised for 24 hrs on a 1u per hr basal program; no alarms or issues occurred during this time period. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's pump was having issue which may be related to the function of the load step. Animas has attempted to contact the patient for additional information but has been unsuccessful at this time. This report is made based on the allegation of a potential load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.